Manufacturer narrative:
It was reported that the system checkout failed the pressure transducer test. The inspiratory pressure transducer and the expiratory channel pc board were replaced and the device was cleared for clinical use. No parts have been returned for the further analysis of the issue. The device logs were received and evaluation of them confirms the reported problem. Performed pressure transducer test failed due to the zero pressure offset drift being outside defined intervals for the inspiratory pressure transducer pcb. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Prior investigations performed for similar failure have found that the cause of this pressure transducer pcb failure is that the pressure sensor on the pcb is broken. The investigation found that the pressure sensor bond(s) was broken due to corrosion caused by contamination by cleaning detergent. Our conclusion is that the pressure sensor on the pcb was broken and based on prior investigations, most probable due to corrosion caused by contamination by cleaning detergent.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system failed the pressure transducer test during system check out, there was no patient involvement. Manufacturer's reference number: (B)(4).